Event description:
It was reported that the ilet pump lost cgm connectivity after the user¿s paired device was uncharged, resulting in repeated ¿start sensor¿ loops, persistent cgm connection messages, a ¿restart ilet¿ notification, and alert 60, and the agent confirmed the device software name and version displayed as 0, consistent with a malfunction related to bluetooth communications and a circuit board component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed signal loss consistent with failure to read the input signal, traced to a circuit board component involved in bluetooth communication. It was concluded, based on previously established findings for similar reports, that the cause was component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.